Event description:
It was reported that the two line-blocked alarms. During investigation found the cannula was observed to be bent 90° from its original orientation. This malfunction makes the event reportable. There was no patient injury.

Manufacturer narrative:
One used sample was initially received for the complaint that the two line-blocked alarms. During investigation found the cannula was observed to be bent 90° from its original orientation. This malfunction makes the event reportable. As received, only the infusion site base was returned. No tubing/buckle assembly was returned. The adhesive pad remained attached to the base site. The cannula was observed to be bent 90° from its original orientation. No other damages or anomalies were observed. The complaint of an occlusion cannot be confirmed nor replicated. Without the return of the affected tubing, an occlusion test cannot be performed.